Manufacturer narrative:
Passed insulin pump self test, unexpected restart error test, displacement test and off no power test. The operating currents were in spec. Motor error alarmed during basic occlusion test due to severe moisture damage on force sensor resistor noted. Cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The insulin pump was returned for analysis. The reason for the return was unknown. The customer's blood glucose was unknown.